Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under one of the therapy electrodes. Patient described the rash as some red bumps one of which is broken and draining liquid. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed an ointment. Patient unable to provide name of ointment. Follow up indicated that the ointment is helping with the skin irritation.